Event description:
At 0630, employee began treatment on pt who needed suctioning. Could not get wall suction to work so took portable suction unit to pt for portable use. Closed ports and tried to adjust pressure but "it couldn't be done". Turned pressure knob down but not off. Hooked suction tube to pt port; leaned over machine to adjust pressure. "The suction canister blew up".